Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead 2005-(B)(6). (B)(4).

Event description:
It was reported by the patient that one and a half months after the implant of the right ventricular lead, the lead was tested and there was "no reading." The chest x-ray showed the lead was "just hanging in my heart chamber." According to the patient "the goof was repaired." Follow-up with the device clinic to confirm the lead dislodgement and repositioning was performed however no information was received. The lead remains in use. No patient complications have been reported as a result of this event.